Event description:
Medtronic received information regarding an echelon microcatheter that had resistance. The patient was undergoing an intracranial aneurysm embolization procedure via right femoral artery access. The access vessel diameter was 7mm. Vessel tortuosity was normal. It was reported that the echelon catheter was prepared and catheter flushed was administered as indicated in the instructions for use (IFU). The 0.014-inch guidewire could not pass through the middle segment of the echelon microcatheter. The echelon was replaced to continue the procedure without further issue. There was no harm or injury to the patient. Additional information was received that the guidewire was a boston scientific 0.014 inch guidewire. The guidewire tip was not shaped. There was no kink/damage found on the guidewire. It was unknown if there was any kink/damage found on the echelon catheter.

Manufacturer narrative:
Product analysis #705562873:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a resealable pouch and within an opened echelon micro catheter inner pouch. The 0.014¿ boston scientific guidewire used during the event was not returned. Visual inspection/damage location details: the guidewire used during the event was reported to have an od (outer diameter) of 0.014¿. The echelon-10 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. Therefore, the guidewire used during the event was found to be compatible for use with echelon-10. The echelon-10 total length was measured to be ~155.7cm. The echelon-10 useable length was measured to be ~147.5cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching and jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen and exit distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. In addition, an in-house silverspeed-14 guidewire was able to pass through and exit the distal tip of the returned echelon-10 micro catheter without issue. Possible contributing factors to ¿catheter resistance¿ include failure to prepare the ancillary devices prior to use and insufficient catheter flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.